Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the failure to retrieve was not determined.

Event description:
Medtronic received a report that the catheter was successfully guided to the distal end of the aneurysm. After deployment of the ped-250-16 stent, the dense mesh stent pusher rod could not be retrieved into the catheter. The catheter and the stent pusher rod were then removed together from the body, but it still could not be retrieved into the catheter. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The pipeline was used for an approved (on-label) indication. The patient is alive with no injury. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing ped implantation for aneurysm surgery for treatment of an amorphous, unruptured right middle cerebral artery aneurysm with a max diameter of 4 mm and a 3 mm neck diameter. The distal landing zone was, the proximal landing zone was 2.3mm. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 5mm. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure was blood vessel patency.

Manufacturer narrative:
Continuation of d10: product ID: ped-250-16 (d041983). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.